Manufacturer narrative:
Manufacturer's report date 12/18/97. Visual and functional testing was performed and the pump was found to meet all manufacturer's specifications. The default occlusion pressure limt was set at 300mmhg. Engineering performed occlusion test and verified the instrument exhibited "downstream pressure exceeded" alarm at 300mmhg. The instrument did perform per manufacturer's specifications. The directions for use of this device cautions that user-programmed limits will allow positive resistance to permit arterial infusion. The unit does allow the clinician to observe pressure changes as they happen, and determine if an infiltration has occurred. The user facility is aware that the pump is not designed nor intended to detect infiltrations. Infiltration is usually due to nursing site management protocol.

Event description:
It was reported that an infiltration occurred. Swelling was noted at the IV site and cold compresses were applied. There was no resultant patient consequence reported.